Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were not detected on bus. A field service engineer (fse) dialed into the device and found that the drawer was present storage space configuration, but the cubies were not displayed. The fse verified in hardware test application (hta) that the cubies were present, reviewed firmware, performed a firmware update, and restarted the system. After restart, all cubies were confirmed present in both storage space configuration and hta, and the failure icon was cleared. The customer then tested the cubies by performing several inventories and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es attempted to recover the failed drawer; however, all drawers were reported as not detected on the bus. The machine was rebooted three times and powered off from the back, but the issue persisted. The unit was then unplugged and reconnected, yet the failure remained. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.